Event description:
Customer states the device produced a result of 721 mg/dl on the aviva meter. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided to indicate where issue discovered. The numeric reading range of the device is 10-600 mg/dl.